Event description:
It was reported that during use with a bd phaseal¿ injector luer lock n35j leakage occurred from injector and mating component. The following information was provided by the initial reporter, translated from japanese to english: during infusion using n35j connected to the distal end of the terumo¿s infusion set, the connection loosened and drug leaked. The drug used is cisplatin.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-02. H6: investigation summary: one injector connected to a connector and the infusion set was provided to our quality team for investigation. The product was visually inspected, no damage was identified on the injector cannula, safety sleeve, injector pistons or the luer lock connections. Dimensional testing was performed on the received injector, including the luer thread, verifying all critical dimensions are within specification. It was noted that the injector membrane appeared to have been penetrated multiple times, therefore leakage testing could not be performed. Functional evaluations were conducted, connecting the injector to a syringe and protector. Liquid could move from the vial to the syringe and back without issue and no leakages were observed on the luer connection or between the membrane. After aspirating the liquid from the vial, the injector and syringe were connected to the connector with the infusion set that was received. Liquid was transferred from the syringe to the tubing set through the injector and connector, no leakage was observed between the injector and connector membranes or any luer connections. Leakage and pressure testing is performed for all lots during manufacturing to ensure the quality of the membrane. As lot information for this incident was not available, a device history review could not be performed. Based on the available information and sample evaluation, it appears this incident may have occurred due to multiple penetrations of the injector membrane. The performance of the sealing membrane is reduced after multiple perforations and extended activation time. It is important to follow the instructions for use when using phaseal devices to ensure the product functions properly.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that during use with a bd phaseal¿ injector luer lock n35j leakage occurred from injector and mating component. The following information was provided by the initial reporter, translated from (B)(6) to english: during infusion using n35j connected to the distal end of the terumo¿s infusion set, the connection loosened and drug leaked. The drug used is cisplatin.